Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) and right ventricular (rv) leads both had observations of noise that was oversensed with pacing inhibition (no asystole). The noise was able to be recreated with isometrics. The leads were surgically capped and replaced, and the device remains in-service. No additional adverse patient effects were reported.